Event description:
However, she began experiencing pain over the implant site, which made it impossible to continue wearing the ap. Consequently, the device was explanted on (B)(6) 2025. The user was re-implanted with a new device on (B)(6) 2025.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an inflammation and skin irritation over the implant site, which could not be treated with antibiotics. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. This is a final report.

Event description:
The user began experiencing pain over the implant site, which made it impossible to continue wearing the ap. Consequently, the device was explanted on and re-implanted with a new device on a later date.